Event description:
It was reported that the pt was found in bed without the circuit attached to their trach. 911 was called. It is unk if the ventilator alarmed when the reported problem occurred. The pt's mother was taking a nap and did not hear any alarms when the reported problem occurred. The pt had passed away.